Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient fell and there is now no p-waves being sensed. The device and the lead remain in use. There were no further reported patient complications as a result of this event.